Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string pulled out during removal leaving the tampon inside. She had to manually remove the tampon and experienced pain. She did not seek medical attention and was doing fine.